Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the date of the issue. Ccc specialist stated that the customer replaced the reference electrode prior to the siemens customer service engineer (cse) visit. The cse was dispatched to the customer site. The cse performed a check on fluid dispenses, which passed. The cse checked sample dilution probe (dpp) alignments and found that the probe tip was bent. The cse straightened the probe tip, re-fitted the probe and checked the alignments. The cse found the probe was too low in the ion selective electrode bowl. The cse adjusted the probe in the ise bowl. The cse ran a coefficient of variation check with serum and then ran ise calibrations, which passed. The customer ran qc, which were within range. The cause of discordant na, k and cl results on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on an advia chemistry xpt instrument. Additionally, the customer obtained discrepant patient results with the chloride (cl) and potassium (k) methods on the same instrument. The customer did not provide cl and k results. The initial results were reported to the physician(s). The sample, which resulted initially low for sodium, was repeated on the same instrument, resulting within the reference range. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.